Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 02-aug-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they had to get two operations, one was to get the ins put in and then 9 months later their lead wires had to be revised since it did not work like the trial. Pt said the revision was in (B)(6) 2025 and the ins was put in by dr. (B)(6) pt said their trial worked like a miracle but as soon as the ins was put in, they knew right away it did not work. Pt worked with medtronic rep who kept reprogramming the ins but all it did was buzz like a tens unit, it went down their leg when it was supposed to be in their back. Pt said it still did not work.